Event description:
Specimen retrieval bag ripped upon trying to remove from patient. Surgeon had to try to remove specimen through lap port. Incision had to be widened to remove specimen. Ripped bag was disposed of in operating room. Retrieval arm and packaging was kept for it to be returned to manufacturer.